Event description:
It was reported to philips that the customer could not perform exposures due to an oil leakage. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that system cannot expose before procedure. Customer¿s technician checked the device and found there was leaking oil on the floor under tube, technician checked the tube and found tube connector was leaking oil. To resolve the issue, customer¿s technician replaced tube connector and re-filled the oil. Philips onsite service was not required by customer. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The product UDI has been updated.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that system cannot expose before procedure. Customer¿s technician checked the device and found there was leaking oil on the floor under tube, technician checked the tube and found tube connector was leaking oil. To resolve the issue, customer¿s technician replaced tube connector and re-filled the oil. Philips onsite service was not required by customer. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.